Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as the event date is unknown. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a gastroscopy procedure in (B)(6) 2020. The exact date of the procedure was not provided. According to the complainant, during the procedure, a total of three elastic bands were successfully deployed; however, the fourth band did not come off the device while the fifth and sixth bands did not move. After the procedure, it appeared as if the last rubber band had passed under the other rubber bands. The remaining bands were fired to remove the device from the scope. A second device was not needed as it was noted that the procedure was completed at this time. There were no patient complications reported as a result of this event.